Manufacturer narrative:
One device was returned for investigation. It was reported that had a screen error. Visual test was performed- found damaged(detach) dso (downstream occlusion) seal. The dso seal replacement. Causes of device issue was not provided. Functional test was performed. Occlusion test was used. Ehl was downloaded. After the repair the device must pass all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that it had a screen error. The status of the product was before deliver the medication. There was no patient involvement or harm reported.